Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter stated that a patient received a discrepant result when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.5 inr. Within 1 hour, a sample from the patient was tested using the meter, resulting with a value of 4.6 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is monthly.